Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced a curved barrel.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 7352819. Customer states that the barrel was curved. The returned syringe was examined and exhibited a dented barrel near the flange. A review of the device history record was completed for batch# 7352819. All inspections and challenges were performed per the applicable operations qc specifications. There were eight (8) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for damaged barrels. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause: molding - processing issue (parts were blocked and associate didn't back off the plastic infeed, water problems, overpacking, etc.) Material handling (duration of components being stored in totes). On 18feb2019, holdrege received (1) 1/2ml, 8mm, 30g syringe in open poly bag from batch #7352819. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon visual evaluation, the barrel has a bend near the flange with impact marks on opposing sides. The cap was not received back with the syringe. The plunger was actuated and removed to verify the function of the syringe. The plunger rod has slight bend in area of the impact on the barrel when fully inserted into the syringe. Probable root cause to the damage on the syringe was from a misalignment or jam during assembly on the metros. The distance from the impact point to the barrel flange is the same length as the pocket that holds the syringe in place on the dial. Since the plunger rod has a deflection the damage occurred after the installation of the plunger.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 7bag 420cas jp experienced a curved barrel.